Manufacturer narrative:
The cycler was received for evaluation. Exterior visual inspection showed signs of physical damage on the side cover. A simulated treatment was performed, and multiple air detected in cassette warning alarms occurred during drain phase. The treatment was discontinued and could not be completed. The mushroom heads check passed. There was visual evidence of dried fluid encountered within the recess of the bottom cover adjacent to the pump during internal inspection. The cause could not be determined. During the glucose test using the glucose strip was found positive within the cassette compartment and in the mushroom heads and flange areas. The hp2 filter is clogged and liquid is present inside.

Event description:
A peritoneal dialysis patient called and reported an air detected in cassette alarm while in drain 0 of 4, with 40ml drained expected 2000ml. Patient also said that she noticed when she was removing cassette from the cycler this morning the inside of cassette door was moist. The cycler was replaced at this time. Additional information has been requested.